Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify alarm in the alarm history due to history file over written. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was unknown. Trouble shooting was conducted and we explained the possible cause for the alarm. Device is being returned. No further information available.